Manufacturer narrative:
The controller and seven were returned for evaluation. One battery and one controller dc adaptor were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks around power port one (1) and power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on the investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat582276, bat582284, bat583613, bat584295 and bat584387. Momentary disconnection will result in an audible tone or "beep". Analysis of the event files revealed two (2) controller power up events on (B)(6) 2018 at 14:08:04, and on (B)(6) 2018, at 16:25:19. The controller was without power for 17 minutes and 16 seconds, and 12 seconds, respectively. The data log file covering the first controller power up event was not available for analysis. The data point prior to the second loss of power revealed that bat582284 was connected to power port one (1) with 65% relative state of charge (rsoc) and bat583613 was connected to power port two (2) with 22% rsoc. The data point after the second loss of power revealed that the bat582284 was connected to power port one (1) and bat583613 was connected to power port two (2). Multiple momentary disconnections were recorded leading up to the second loss of power. As a result, the reported power switching, beeping and loss of power events were confirmed. Based on the available information, the most likely root cause of the premature power switching and beeps can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigation was initiated to capture events involving the controller losing power. Internal evaluation investigated momentary disconnections. Serial or lot#: (B)(4). FDA results code(s): 3213. FDA conclusion code(s): 12. Serial or lot#: (B)(4). FDA method code(s): 4114. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and seven batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) and one controller dc adaptor ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 1 and power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4), contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). Momentary disconnection will result in an audible tone or "beep". Analysis of the event files revealed a controller power up event on 03/26/2018, at 16:25:20. The data point prior to the loss of power revealed that (B)(4)was connected to power port one (1) with 65% relative state of charge (rsoc) and (B)(4)was connected to power port two (2) with 22% rsoc. The data point after the controller power up event revealed that the (B)(4)was connected to power port one (1) and (B)(4)was connected to power port two (2). Multiple momentary disconnections were recorded before the loss of power. The controller was without power for 13 seconds. As a result, the reported power switching, beeping and loss of power events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching, and beeps can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Battery (B)(4) d4: expiration date: 2018-07-31 UDI #: (B)(4) h3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4) d4: expiration date: 2018-07-31 UDI #: (B)(4) h3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4) d4: expiration date: 2018-07-31 UDI #: (B)(4) d10: no h4: mfg date: 2017-07-31 h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4) d4: expiration date: 2018-07-31 UDI #: (B)(4) h3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4) d4: expiration date: 2018-07-31 UDI #: (B)(4) h3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4) d4: expiration date: 2018-07-31 UDI #: (B)(4) h3: yes h4: mfg date: 2017-07-31 h5: no h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4) d4: expiration date: 2018-07-31 UDI #: (B)(4) h3: yes h4: mfg date: 2017-07-31 h5: no h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4) d4: expiration date: 2018-08-31 UDI #: (B)(4) h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 dc adaptor cdc201295 d4: expiration date: unknown UDI #: (B)(4) d10: no h4: mfg date: unknown h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/10/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/10/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/10/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/10/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/10/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/10/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 08/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/10/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 08/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿dc adaptor: dc adaptor / (B)(4) / model #:1440 / expiration date: unknown, UDI #: (B)(4), device available for evaluation: no, device manufacture date: mfg date: unknown, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited power switching with multiple batteries and dc adaptor, and a double disconnect with two batteries. The controller, batteries, dc adaptor were exchanged. The patient experienced stress and panic when the controller would alarm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.